Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead (B)(6) 2008; 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing and had a possible fracture. A new lead was implanted as the pace/sense. The high volt portion of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.